Event description:
The surgeon performed a total hip procedure with the assistance of the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. Upon insertion, the pelvic checkpoint used with rio fractured at the neck of the screw. The femoral cortical screw used with rio fractured during use as well. All fragments for both the checkpoint and the cortical screw were retrieved and the case was reported to have had a successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical. The checkpoints are single-use devices that are temporarily inserted into the bone for the duration of the surgery in order to aid in navigation and confirmation of overall system accuracy. It was determined that the surgeon likely encountered hard bone or an osteophyte that provided enough resistance to result in the fracture of the checkpoint during its use. The femoral cortical screw is also a single-use device that is designed to support the femoral array during a rio procedure. However, upon review of the retrieved cortical screw, it was determined that the user did not follow the instructions for use/labels provided by mako for this device. The cortical screw had extensive tool marks and had been physically modified (shortened) by the user. Furthermore, the cortical screw was used multiple times and sterilized between each case. Labeling for the cortical screw clearly indicates that it is for single-use only and to be used in accordance with rio's instructions for use.